Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reported device to be repaired. Additional information received on december 20th 2016 : the problem is the teflon ring does not have enough tension and during the operation the system collapsed. The operation was extended a couple of minutes, but no damage to the patient.

Manufacturer narrative:
On 2/2/2017 integra investigation completed. Method failure analysis, device history evaluation. Results: failure analysis - the sterile field post clamp is out of our specification. The bolt is worn off. Device history evaluation - device history record reviewed for this product ID work order shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Conclusion: the assembly had to be repaired before this testing could be initiated. When the worn bolt was replaced, the unit was able to be mounted to the test rail and then tested to specification. This device has been in service for more than 6 years without service. The likely root cause for the failure mode is wear and tear.